Event description:
The pathway jetstream device was used to treat a 35cm moderately calcified lesion in the sfa. After multiple passes in both the minimum and maximum diameter mode, a slight non flow limiting dissection was observed. It was successfully treated with a balloon and the patient was fine.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.